Manufacturer narrative:
This document is associated with medwatch report (mw) #5017755. The product was not returned. A review of the device history record was conducted. The lot met our final acceptance criteria. Several attempts have been made to obtain a copy of mw #5017755. Calls were made to the offices listed below, but we have received no response to our request. 3/17: medwatch office; 3/18: medwatch office; 3/21: medwatch office; fio office; FDA -center for devices and radiological health; 3/22: FDA - center for devices and radiological health; FDA office - (B)(4). We will follow up with the local FDA office on 03/28/2011.

Event description:
User facility reports that, during a case, surgeon requested an endolaser probe. An iridex (23 gauge straight) probe was opened. When the surgeon adjusted the wattage/power, there was no tissue effect, and another probe had to be opened.